Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the customer was not using the pump for therapy at the time of the event. Reportedly, the customer was utilizing manual injections for therapy.